Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the guidewire became stuck in the left ventricular (lv) lead resulting in really difficult placement. The lead was removed and replaced. No patient complications have been reported as a result of this event.